Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not able to be performed on the returned piece of the ar-4030c-09 due to the damage to the device. Upon visual evaluation, the tip of the screw is broken off and was not returned with the remainder of the screw. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Refer to investigation photos.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke while screwing into the bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.